Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. No technical inquiries were received from the customer. Three opened probes were received, with a tip protector, in a tray, for the report. Sample 1: the sample was visually inspected and found to be nonconforming with orange/brown foreign material on the port face, inside the port, on the welded cap and needle was bent at the stiffener. The sample was then functionally tested for actuation, aspiration and cut. The sample was found to be conforming for aspiration and nonconforming for actuation and cut. No abnormal sound or vibration observed. The probe was disassembled and the components inspected. Excessive wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Inner cutter was observed to be bent. Gouge marks observed at bend area, cutting edge and several locations along the inner cutter. Sample 2: the sample was visually inspected and found to be nonconforming with orange/brown foreign material on the port face, inside the port, on the welded cap and needle was bent at the stiffener. The sample was then functionally tested for actuation, aspiration and cut. The sample was found to be conforming for aspiration and nonconforming for actuation and cut. No abnormal sound or vibration observed. The probe was disassembled and the components inspected. Nominal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Inner cutter was observed to be bent. Gouge and wear marks observed at several locations on the inner cutter. Sample 3: the sample was visually inspected and found to be nonconforming with orange/brown foreign material on the port face, inside the port, on the welded cap and needle was bent at the stiffener. The sample was then functionally tested for actuation, aspiration and cut. The actuation and cut functionalities of the returned probe were unable to be tested due to no movement of the inner cutter in the port. No wear assessment could be performed due to the inner cutter broke while trying to extract it from the severely bent needle. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified, and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. Sample 1: the complaint evaluation confirms that probe had a cut failure, and no abnormal sound was observed. The root cause for the poor cutting is the observed gouge marks on the cutting edge, bent needle, bent inner cutter. The probe was disassembled, and the components inspected. The wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos is consistent with excessive use classification. Excess usage of the probe will wear and damage the inner cutter such that the cutter function becomes poor, bent, or does not function at all. Per the dfu, the vitrectomy probe is verified for 20 minutes of use at maximum cut speed. Sample 2: the complaint evaluation confirms the probe had a cut failure and no abnormal sound was observed. The exact cause of the cut failure cannot be determined from the evaluation performed. Sample 3: the complaint evaluation was unable to confirm the reported cut failure due to probe needle bent condition. How and when the probe needle became bent cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site including use during surgery. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time as it appears that the observed cut failure, bent needle and bent inner cutter on sample 1 was due to excessive use of the probe by the user and no abnormal sound was observed. The exact root cause of the cut failure on sample 2 and 3 could not be determined. Per the direction for use (dfu), the vitrectomy probe is verified for 20 minutes of use at maximum cut speed. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Event description:
A physician reported that the cutter stopped cutting midway, and both the sound and vibration become weak during surgery. The procedure type was unknown. Re-pressing the footswitch allowed it to cut again, but ultimately the cutter needs to be replaced to complete the procedure. The surgery was completed after replacing the product with another one. There was no information about patient impact.